Event description:
Related manufacturer report number: 2182269-2018-00008. During an ablation procedure, air was visualized in the left ventricle. After the catheters were inserted into the sheaths an x-ray revealed air in the left ventricle. The air was attempted to be aspirated but with no resolution. The introducers were replaced and the procedure was completed with no adverse consequences to the patient. After the procedure, an MRI confirmed there was no air in the heart or blood vessels.

Manufacturer narrative:
The device was returned due to air in the left ventricle. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The cause of the reported leak remains unknown.